Event description:
It was reported that breakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, " from phone call on (B)(6) 2019 14:27:05: spoke briefly with consumer. Consumer stated he thought the needle broke off in his injection site. Stated he was able to get all of his medication but when he removed syringe, the needle was missing. Stated was not home and I should call him back later to get more information and product details. Stated he provided all of that information when he called in the first time."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that breakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "from phone call on 2019-5-22 14:27:05: spoke briefly with consumer. Consumer stated he thought the needle broke off in his injection site. Stated he was able to get all of his medication but when he removed syringe, the needle was missing. Stated was not home and I should call him back later to get more information and product details. Stated he provided all of that information when he called in the first time."